Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history identified 3 complaints for the reported issue for this lot. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Source of complaint was a phone call.

Event description:
Customer reported possible false positive result. Confirmatory testing unknown.